Manufacturer narrative:
Analysis of the internal neurostimulator, serial #(B)(4), revealed no anomaly found. Analysis of the lead, lot # va08a6v, revealed no anomaly found.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and lead were explanted due to an infection. The reporter did not have any details of the infection. The location of the infection was the device pocket. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08a6v, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.